Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited a jump in threshold values and impedances measurements on this right ventricular (rv) channel. Upon review, the rv threshold measurement showed signs of retrograde conduction, which could be possibly a lead dislocation. Technical services (ts) recommended to perform x-ray imaging. There were no signs of lead integrity issue. This rv lead currently remains in service. No adverse patient effects were reported.